Event description:
It was reported the touch pen was not working. The touchpen was replaced but really only works if touchpen connector is wiggled. Possible bad connector on the programmer. It was also reported the programmer will not print to full size printer but will print to strip printer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate any touch screen connectivity issues, but confirmed the stylus connector of a printed circuit board assembly was loose. Analysis confirmed the programmer will not print to external printer. Analysis also found the system fan was noisy and the stylus was missing. (B)(4).